Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause is unknown however it is most likely related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A letter was received from a tavr patient indicating that he developed heart block requiring pacemaker insertion. Per the patient, initially after their tavr procedure he "felt absolutely great"; however the third day post tavr he woke up nauseous, dry heaving. His wife took him to the doctor's office and he was told he has an "intestinal [flu] type bug". That night, at home, he did not want to lie down to sleep and slept in the recliner chair. The next morning he passed out while standing in the kitchen. Emergency services were called and while under medical care he passed out multiple times and was sent for pacemaker implant. The patient indicated that 8 months later, he still doesn¿t feel as good as he did immediately post-tavr.

Event description:
Pre-op the patient was bradycardia (50). Conscious sedation. ¿valve deployment went very well. Patient had maybe 5 seconds of comp1ete heart block following deployment of the valve which then went into his own baseline rhythm of. 55- 60. He¿d did have an intermittent bundle branch block. Patient was hemodynamically stable and doing very well without any pacing during this aspect of the case. Device was withdrawn.¿ no pvl and good position. Prior to removing the sheath, the patient went into asystole. CPR and pacing was initiated. The patient awoke c/o sob. Echo showed no effusion and no pvl. Angio showed patent coronaries. It was suspected that the patient had an allergic reaction to the contrast. Meds were given and the tvp left in.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.